Manufacturer narrative:
(B)(4).

Event description:
It was reported through a remote merlin.net transmission that inappropriate programming had resulted in inappropriate mode switch episodes. The patient was asymptomatic. No intervention was reported.